Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals, a non-OEM (original equipment manufacturer) top case was identified, device was missing the battery, had chipped top case corners, cracked bottom case with visible contamination around the gasket. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated for "pump motor drive phase b post" or any other battery issue when using testing battery. However found corrosion on the interconnect board. The zero key on the keypad was unresponsive. The keypad corner was damaged and separating. Replaced interconnect board and installed a new battery. Non-OEM top case identified, replaced with OEM component (comes with new keypad). The cause of the reported problem was traced to the user damage of the device. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.

Event description:
It was reported the pump motor drive phase b post/0 (zero) button does not work. Possible battery issues. Additional information received on 01august2022 via email and attached to complaint object: the reported product fault occured while in use with a patient; the product issue did not caused or contributed to patient or clinical injury; date of the event was updated - (B)(6) 2022; patient information is unknown; relevant tests/laboratory data including dates are unknown; the outcome of the event was: they grabbed an additional pump and swapped it out. The event was resolved. No patient injury was reported.